Event description:
Medtronic received information that this bioprosthetic tissue valve exhibited mild to moderate central aortic insufficiency and a high gradient measurement 56 months after implant. A percutaneous aortic valve (pav) was implanted valve-in-valve, which reduced but did not resolve the gradient. A balloon aortic valvuloplasty (bav) was conducted to post-dilate the pav, which also reduced but did not resolve the gradient. It was then determined that there was a patient-prosthesis mismatch of the bioprosthetic valve, and that a more optimal result would not be possible. Both valves remain implanted, and no additional intervention was performed. No other adverse patient effects were reported.

Manufacturer narrative:
Device remains implanted and therefore not returned for analysis. Investigation conclusion: based on the received information, the cause of the regurgitation and high gradient is due to patient prosthesis mismatch (pmm).

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A supplemental report will be filed if additional information is received. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.